Event description:
It was reported that the system had an overload fault. No adverse patient involvement was reported.

Manufacturer narrative:
Device owner cancelled ge representative service visit and otherwise, did not make the device available for evaluation.